Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device was implanted. No effusion was present on the post procedure echo. The patient was taken to recovery post implant and had post procedure echo approximately 2 hours after the implant. Then 30 minutes after the post procedure echo the patient became symptomatic and had hypotension. The patient was returned to the cath lab and a pericardiocentesis was performed where 450cc of fluid was drained and a pericardial drain was placed. The patient was stable post pericardiocentesis and remained hospitalized for observation. A repeat follow up tee was performed on (B)(6) 2021 and the pericardial drain was removed on (B)(6) 2021. The patient was discharged on (B)(6) 2021.